Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator went into backup vvi mode while performing welding and repairs on farm equipment despite a recommendation from his physician not to do so. Programming changes to restore the device to previous settings was successful. The patient was stable before, during and after the changes.